Manufacturer narrative:
Corrected fields: d4. Updated fields: b4, d9, g3, g6, h2, h3, h4, h6( health effect - clinical, type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) stated after repeated tests and observations, we found that the occasional screen flickering was caused by a fault in the display cable. The screen cable needed to be replaced, customer gave up the repair. The hospital completed the repair on its own and the equipment was in normal use.

Manufacturer narrative:
Due to character restrictions in block telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) machine screen occasionally flickers. The cardiosave was immediately replaced for use. There was no patient harm reported.